Manufacturer narrative:
Concomitant product/therapy (2): unknown implant date, date was estimated. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to infection. There was no additional information provided.

Manufacturer narrative:
D10 concomitant product/therapy (2): unknown implant date, date was estimated. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested. No anomalies were found with the components. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to infection. No further information was reported.